Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.

Event description:
On (B)(6) 2011 at 2:00 p.m., pt changed the cartridge and the infusion set. Blood glucose was 160 mg/dl, and pt administered 1 i.e. Via the infusion device. At 5:33 p.m., e4 occlusion error appeared on the infusion device. Pt changed the headset and delivered 1 i.e. Via the infusion device, and blood glucose was 150 mg/dl. Pt noticed the infusion cannula was bent after the headset was removed. On (B)(6) 2011 at 8:00 a.m., another e4 occlusion error appeared on the infusion device. Blood glucose was 115 mg/dl, and pt changed the headset. The infusion cannula was again bent. At 1:00 p.m., e4 occlusion error appeared on the infusion device. Blood glucose was 168 mg/dl. Pt ate 4 be and administered 6.5 i.e. Via the infusion device. Pt changed the headset and noticed the infusion cannula was bent. At 4:36 p.m., e4 occlusion error appeared on the infusion device and blood glucose was 520 mg/dl. Pt delivered insulin via the infusion device. The infusion cannula was again bent. Headsets were inserted manually. Infusion set was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Add'l info was not provided.